Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high, out-of-range (oor) shock lead impedance (sli) measurement which was detected via the patient remote monitoring system. As of the moment, intervention was not yet performed. Additional information received indicated that the cause of the observation was not determined and this patient will continue with routine follow ups with daily monitoring. This ICD remains in service. No adverse patient effects were reported.